Manufacturer narrative:
Device analysis indicated device failure.

Event description:
Per the clinic, the patient experienced magnet dislodgement during an MRI (specific date and strength not reported). Subsequently, the device was explanted on (B)(6) 2024, and there are no plans to reimplant the patient with a new device as of the date of this report.